Event description:
Event description guidant received information that a patient with this chronic right ventricular (rv) defibrillation lead fell resulting in a fractured vertebrae and microdislogement of the rv lead. It was reported that this also caused unsatisfactory thresholds. The patient's physician elected to explant the chronic rv defibrillation lead, but could not explant the entire lead since fibrosed tissue was present on the proximal coil. It was noted that the lead was thus surgically capped.